Manufacturer narrative:
Product event summary: the controller and a segment of the pump's driveline cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. External visual inspection under 10x magnification revealed hairline cracks surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned driveline segment revealed that the connector was able to mate properly with a test controller. Visual examination revealed fluid in the driveline cable. This is an additional observation not related to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and/or damage via cut or nick of the pump¿s driveline outer sheath. Analysis of the controller log files did not reveal any unusual speed changes; a consistent speed was maintained throughout the analyzed period. As a result, the reported event could not be confirmed. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / (B)(4) / model #: 1420gb / expiration date: 2018-08-31 UDI #: (B)(4), return date: 2018-04-04. Mfg date: 2017-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they observed the ventricular assist device (vad) speed parameters on the controller increase and decrease. Log file review did not show any speed changes as described by the patient and the pump maintained a consistent speed throughout the reported period. The pump was explanted due to a scheduled transplant; the controller and a portion of the pump's driveline were returned to the manufacturer. Both devices subsequently tested out of specification on manufacturer's analysis. No patient complications have been reported as a result of this event.